Event description:
(B)(4). It was reported that in-stent restenosis (isr) and myocardial infarction (mi) occurred. In (B)(6) 2012, the subject presented due to unstable angina and was subsequently diagnosed with mi. Cardiac catheterization was recommended. Index procedure was performed. Target lesion #1 was located in the ramus with 95% in-stent restenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. Target lesion was treated with pre-dilatation and placement of a 3.00 mm x 12 mm promus element everolimus-eluting coronary stent system, following post dilatation, residual stenosis was 10%. The subject was discharged on aspirin and tricagrelor. In (B)(6) 2013, saphenous vein graft (svg) to distal right coronary artery (rca). 90% isr at the proximal anastomosis of the graft within the 3.00 mm x 20 mm promus element everolimus-eluting coronary stent system deployed in svg to distal rca. Left internal mammary artery (lima) to left anterior descending artery (lad): patent; minor luminal irregularities. An intervention was planned to treat 90% isr of svg to distal rca. In (B)(6) 2014, the subject presented with recurrent episodes of unstable angina and was hospitalized on the same day. Cardiac enzymes were noted to be elevated, consistent with protocol definition of mi. Cardiac catheterization was recommended. Due to low base line serum creatinine levels, cardiac catheterization was postponed. On the 8th day of hospital confinement, angioplasty and attempted stenting was performed. However the wire was unable to pass across the lesion. Hence medication was given to treat this event. The event was considered as resolved and the subject was discharged on aspirin and tricagrelor after ten days from hospitalization.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).